Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to upon visual inspection, one of the opto buttons was found to be missing on the mtm that would be related to the reported event. The mtm was installed onto a test system where all test passed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the opto button.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the clutch button on surgeon side console (ssc) 2 master tool manipulator left (mtml) was broken during surgery, resulting in a switch from ssc 2 to ssc 1 to continue the procedure. Troubleshooting included confirming that the surgery started without issues after switching consoles and reviewing error logs that indicated saturated outputs for the finger clutch button sensor. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was continued as planned with no reported injury.